Event description:
While removing a 22 gauge "jelco" IV from a patient, the device failed to retract properly, which resulted in the nurse being stuck. The patient has a history of hiv and infectious disease.